Event description:
It was reported that prior to an unknown procedure, the staples would not release. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.